Event description:
It was reported the physician found the spring wire guide was kinked during patient use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with a swg and non-arrow tubing for evaluation. The guide wire was advanced through a non-arrow catheter and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire core wire separated just proximal to the j-bend. The coil wire was unraveled from this point of separation. Microscopic examination of the guide wire confirmed the break in the core wire. Both welds were present and appeared full and spherical. The two sections of broken core wire measured 433 mm and 24 mm in length, totaling 457 mm, which is within the specification of 449.2-458.8 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.513 mm which is within the outer diameter specification of 0.508-0.533 mm per guide wire product drawing. The undamaged portion of the swg was functionally testing per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." Passed through ars and 20 ga needle with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire separated was confirmed through examination of the returned sample and the customer photo. The core wire was broken adjacent to the j-bend. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the spring wire guide was kinked during patient use. No patient harm was reported. The patient's condition is reported as fine.